Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error alarm on their insulin pump. The customer's blood glucose level was unknown. Troubleshooting was conducted and the customer was advised to discontinue use of the device and that it would need to be replaced and returned for analysis. The customer is being sent out replacement, but is keeping current pump as back up.